Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 27 mg/dl, 158 mg/dl, and 67 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was unknown at the time of reporting. It was unknown whether the patient was hospitalized for the peritonitis. Treatment for the peritonitis included vancomycin injection (1 gm, intraperitoneal (ip), once in 4 days), amikacin injection (500 mg ip initially then 250 mg ip for daily maintenance). Pd therapy was ongoing. The outcome for the event of peritonitis was unknown at the time of reporting.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. Some of the readings the customer reported were found in the meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.